Event description:
During a colonoscopy, the physician used an instinct plus endoscopic clipping device. The physician was trying to clip a polyp site and when the nurse squeezed to deploy the clip, they heard the snap however the clip didn't release. She opened her hand and the black drive wire pushed the clip off the catheter but it was still attached. She closed her hand and it finally pulled off the clip and detached. There was no damage that occurred to the patient or the site. There was no added procedures or action needed. It was not reported if a section of the device remained inside the patient¿s body however it was reported that there was no damage to the patient or site and no additional action/procedures were required; therefore it is assumed that no section of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter occupation: unknown. PMA/510 (k) #: k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Initial reporter occupation: unknown. PMA/510 (k) #:k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used an instinct plus endoscopic clipping device. The physician was trying to clip a polyp site and when the nurse squeezed to deploy the clip, they heard the snap however the clip didn't release. She opened her hand and the black drive wore pushed the clip off the catheter but it was still attached. She closed her hand and it finally pulled off the clip and detached. There was no damage that occurred to the patient or the site. There was no added procedures or action needed. It was not reported if a section of the device remained inside the patient¿s body however it was reported that there was no damage to the patient or site and no additional action/procedures were required; therefore it is assumed that no section of the device remained inside the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.